Event description:
The distributor contacted heartsine to report that their device does not always switch on. Failure to power on a device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. This fault was attributed to corrosion on the membrane tail. The corrosion on the membrane tail would suggest that the device had been stored outside the indicated conditions; however, this could not be verified by other means i.e. No corrosion observed on the screws or usb contact collars. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow up report.

Event description:
Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. No patient involvement.